Event description:
Customer reported a previous low blood glucose event, with the lowest level recorded at 50 mg/dl; cause was not known. Reportedly, the customer fell resulting in a fractured arm and other wounds. Customer consumed carbohydrates to manage the low blood glucose. Reportedly, ems were called to assist the customer. Multiple attempts were made to gather information regarding how ems assisted the customer; however, no response was received. Technical support recommended consulting a healthcare professional to discuss factors affecting blood glucose levels, and the customer agreed.